Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was confirmed in the ventilator. The ventilator was cleaned and dried, tested normal and was cleared for clinical use. No parts were replaced and no ventilator logs were provided. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.

Event description:
It was reported that liquid entered into the ventilator and a technical error code for power error was generated. Patient involvement is unknown. Manufacturer's ref #: (B)(4).